Manufacturer narrative:
The ops plan report (k183038) contained an image (reduced view image) from a different patient compared to the rest of the pre-operative planning. If this issue was not detected prior to use, the surgeon may make clinical decisions based on incorrect information, which would potentially lead to patient injury, pain or gait problems. This issue was detected prior to the point of use of the device and was corrected. No effect on the patient was reported. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The ops plan report (k183038) contained an image (reduced view image) from a different patient compared to the rest of the pre-operative planning. If this issue was not detected prior to use, the surgeon may make clinical decisions based on incorrect information, which would potentially lead to patient injury, pain or gait problems. This issue was detected prior to the point of use of the device and was corrected. No effect on the patient was reported. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Method: ops plan (old and revised), pre-operative imaging and the device history record were investigated. Results: upon comparing the old ops plan with the incorrect patient data with the revised ops plan which was reproduced using the correct patient data. It can be seen that the pre-operative ap xrays for both reports were correct, as were the stem osteotomy picture and stem coronal picture. It is only the simulated patient post-operative "reduced view" which was produced with the incorrect patients imaging. It is clear that this issue relates solely to operator error, both of the op45 operator who produced the reports, and the op50 operator who reviewed the reports and sent them externally. Conclusion: the issue occured as a result of a operator error. No patient harm occurred as a result of this issue. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The ops plan report (k183038) contained an image (reduced view image) from a different patient compared to the rest of the pre-operative planning. If this issue was not detected prior to use, the surgeon may make clinical decisions based on incorrect information, which would potentially lead to patient injury, pain or gait problems. This issue was detected prior to the point of use of the device and was corrected. No effect on the patient was reported. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.